Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital with chest pain and shortness of breath. An x-ray indicated a lead perforation of the heart.